Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose in the 200 mg/dl range while using the infusion sets. She stated her blood glucose elevates 12 hours after inserting the headset. Her normal blood glucose level is 110 mg/dl. She stated she believes the cannulas bend in her body when she lays down at night. She changes the headset and her blood glucose decreases. She state she inserts the headsets manually and insertion is painful. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.